Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the eval the downstream sensor current reading was out of spec with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of spec. The device was calibrated to ensure proper occlusion detection.